Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the patient was on v300 ventilator and was conscious. He indicated some difficulty breathing and then shortly after that stopped breathing. This then resulted in the patient requiring cardiopulmonary resuscitation and he was successfully resuscitated. The nurses aren't sure if the ventilator alarmed. User logs were obtained and they indicate that an alarm status was recorded around the time of the event. No injury reported.

Manufacturer narrative:
Further information revealed that the evita v300 is not sold in the USA. Therefore the case is not reportable to the FDA.

Event description:
Please see initial report.

Manufacturer narrative:
The case is reportable as the evita v300 is similar to a device marketed by draeger. A full functional test of the ventilator, a multiple day simulated use test and a log book analysis were performed during the investigation. Log entries show that at 5:13am the device detected a disconnection and generated an mvlow, vthigh and disconnection alarm to alert the user. At 5:36am the device initiated apnea ventilation and alarmed for mvlow. Both times the user silenced the ongoing alarms by pressing the audio pause. Any malfunction concerning the alarm system would result in an error message to alert the user and an error entry in the log files. No device error was logged. The full functional test which includes the audible and visual alarm system passed successfully. No errors were found during the simulated use testing. According to the investigation of the available information the device reacted as specified to a disconnection and a suspension of breathing, and generated all alarms as expected. Therefore it can be excluded that a device malfunction contributed to the state of the patient.

Event description:
Please see initial report.